Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-08957, 2134265-2015-08937. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. The automatic pullback button was then pressed; however, it was not responding. There was no error message indicated. It was then restarted, but still it could not solved the issue. No patient involved.